Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies compared to the patient's blood glucose meter on (B)(6) 2013. The patient claimed that cgm values were reading lower than blood glucose values and reported the following discrepancies: cgm reading at 50 mg/dl and blood glucose meter 280 mg/dl, cgm reading at 47 mg/dl and blood glucose meter 280 mg/dl. The patient reported no use of acetaminophen at the time. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries. The device is not indicated for use in pediatric patients.